Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered hypotension and hypertension requiring unspecified pharmacologic support. After mapping and prior to ablation, the patient experienced wide variations in blood pressure. Intervention was unspecified pharmacologic support. Remainder of procedure was aborted. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered. Physician did not provide a causality opinion.